Event description:
An endeavor resolute rx drug-eluting stent, 2.75mm diameter x 18mm length was inserted into a pt but could not cross the lesion. It is reported that the physician took the device out in order to balloon again. When the device came out, the stent was off the balloon and damaged. There was no injury to the pt and no clinical sequelae have been reported. The device was returned to medtronic for eval and the analysis has been completed. The stent was not on the balloon and was not returned. The presence of a clear liquid inside the balloon and inflation lumen indicated that the balloon had been inflated. Crimp/bake impressions were visible on working length of the balloon. It is possible that the predilation(s) did not sufficiently open the lesion to allow passage of the stent and the remaining calcification/stenosis in the lesion may have impacted the stent retention of the device.

Manufacturer narrative:
Eval: results: dislodgement.